Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited difficulty pairing to their merlin mobile app. Upon further review, it was suspected that the device was exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.